Manufacturer narrative:
E1 - country: china. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided, we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The first photo shows the device label on the box and it matches that in the report. The second photo shows the device in the tray, and there is one loose band in the tray and only three bands remain on the barrel. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report, however, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that this device was used with an olympus endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During set-up for a ligation procedure in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that three (3) bands deployed. The user changed to another set of device to complete the procedure. This occurred during set-up so there was no patient contact, no impact to the patient.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. All components returned. Photos were provided and reviewed. The first photo shows the device label on the box and it matches that in the report. The second photo shows the device in the tray, and there is one loose band in the tray and only three bands remain on the barrel. Our laboratory evaluation of the product said to be involved confirmed the report based on the fact that only 3 bands remained on the returned barrel. The other 3 bands returned loose in the tray. A function test was not performed on deployment of the bands as this occurred prior to use, however, a visual examination of the device was performed. The set up process prior to deployment was executed and all parts operated as expected without premature deployment of the bands. The trigger cord was examined and all twelve deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots and was within the tolerance. The handle wheel movement was performed and the wheel functioned as intended. The multi-band ligator barrel was able to be attached onto the end of the endoscope as expected. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. However, a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that this device was used with an olympus endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During set-up for a ligation procedure in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that three (3) bands deployed. The user changed to another set of device to complete the procedure. This occurred during set-up so there was no patient contact, no impact to the patient.